Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 408355 and lot number 2237026. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Was there any harm to the patient/healthcare professional? (Detail) was there a need for medical and/or surgical intervention because of what happened (imaging tests, surgery, administration of medication, etc.)? (Detail) was blood exposed to the mucous membranes or skin? (Detail) could you send photos and videos of the incident? Has anvisa been notified? If so, what was the notification number? Was there any damaged noticed in the device during use? Customer response received: anvisa was notified via notivisa. Here is the notification number: (B)(4) I don't have any details about what happened, but I do have the name of the rapporteur of the case, dr. (B)(6).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd special needle weiss 17ga 3-1/2 desc leaked. The following information was provided by the initial reporter translated from portuguese to english: "after inserting the syringe into the needle and starting to inject the anesthetic, there was a leak from the needle barrel. The anesthesiologist used a second unit in the same batch with the quality deviation." There are no pictures of the find: reason: product discarded.